Event description:
Report received of a pt becomiung over-sedated while receiving pain management therapy. The pump was programmed in the pca only mode with morphine sulfate 1mg/ml, 2mg bolus with 10-minute lockout and 4-hour limit of 30mg. It was reported that the pump was programmed and started at 1200 noon and that between 1200 noon and 2100 (9pm) that night, the pt received a total of 60mg of morphine. According to reports received, the patient's friend told the nursing staff that the pt was "gurgling". The hosp staff reportedly went to the pt room, and "brought the crash cart into the room". It was reported that the pt received one amp of narcan (dose unspecified) but that the pt was "okay now" and "there was no adverse event with the pt". The customer contact stated that "there was no incident with the pump", that the pt "self administered the medication". It was reported that they feel the pt was sensitive to the morphine because "the pt never had morphine before". Though requested, there was no further info available.